Event description:
It was reported that three (3) vented high-volume inlets had hairs, particles, and lint in the outer packaging, the inlet, and/or on the connectors. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured in april 2025. H11: three (3) unopened devices were received for evaluation. Visual inspection was performed and particulate matter and dark spots were observed on the white spike connector, outside the tubing not in fluid pathway and inside of the fluid pathway for respective devices. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing. Should additional relevant information become available, a supplemental report will be submitted.